Manufacturer narrative:
Investigation description. Complaint was confirmed. Sleep/wake button was unresponsive. The device was opened and the captouch foam was found to have shifted.

Event description:
It was reported that the device¿s sleep/wake button was intermittently unresponsive, causing difficulty waking the ilet as described during a dme-to-rx call. Symptoms included no alarms and no reported adverse clinical effects. Outcomes included replacement of the ilet and return of the original device. Investigation included device replacement and planned assessment upon return. Investigation of this case revealed a suspected hardware malfunction localized to the sleep/wake button with no associated alerts or therapy interruption reported. It was concluded, based on previously established findings for similar reports, that the cause was a device component failure of the wake button mechanism.